Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a motor error alarm. Prior to the event, she was doing a manual prime on the insulin pump and was in the process of changing out the insertion site. She was rewinding the insulin pump and the motor error alarm occurred. In troubleshooting, the customer was able to clear the alarm and she was able to rewind the insulin pump. The current blood glucose reading is 194 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.